Event description:
A report was received that the jolt suggested an issue with the ipg. Db analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively.

Event description:
A report was received that the jolt suggested an issue with the ipg. Db analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1200 (sn (B)(4)): device evaluation indicated that the complaint stated that the patient was having a strange surging stimulation that was not postural. It also stated that surges were detected when connecting to the patient and when the impedances were check even when the stimulator was manually turned off with the remote. The reported symptom was not replicated on the bench while using two known good test leads with a load bank. In addition, ac current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. However, the device¿s impedance values were around 470 ohms on all electrodes while using the 370 ohm load bank. The functional test was not permitted due to the initial impedance value check failure. Thorough analysis confirmed that the source of the impedance anomaly originated from the compliance control section of asic¿u2. However, this did not cause surge of stimulation output on the bench. As the device had been explanted, and the original leads were not returned, the root cause of the device damage could not be determined. The monitored stimulation on an oscilloscope for two days.

Event description:
A report was received that the jolt suggested an issue with the ipg. Db analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.